Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had two drawers were failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch inseparable was missing magnet. A field service engineer replaced latch inseparable for drawer 6 and verified functionality in diagnostics. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.